Event description:
The plastic brace broke on the bottom of 2 crutches during patient crutch training. This caused the crutches to snap/fold. Both patients were well below the crutches' weight limit. Manufacturer response for axillary crutch, (brand not provided) (per site reporter). Vendor rep made aware of the issue and took the crutches for failure analysis and provided replacement options.